Event description:
Following intraocular lens (iol) implant surgery, the patient reported seeing a crescent-shaped dark shadow in their temporal visual field. The association between this event and the iol is not known.